Event description:
A report was received that the patient was receiving inadequate stimulation. High impedances were noted on the leads. The patient underwent a revision procedure and the physician replaced both percutaneous leads with an infinion lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was receiving inadequate stimulation. High impedances were noted on the leads. The patient underwent a revision procedure and the physician replaced both percutaneous leads with an infinion lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The complaint has been confirmed. Impedance tests confirmed the complaint. High resistance readings were registered at contacts 1 and 2. X-ray inspection found broken cable wires at the bent/kinked location of the lead. It appears to be a result of fatigue. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm.